Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component exhibits a shift in the taper location due to impaction. The root cause of the event was determined to most likely be due to improper placement.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014, due to the glenosphere disassociating from the glenoid baseplate. Surgeon noted the disassociation was due to the placement of the glenosphere. The humeral baseplate, glenosphere and humeral bearing were removed and replaced.